Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined.if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00578, 0001032347-2020-00579, 0001032347-2020-00581. Medical products: tmj system left fossa component, small, part# 24-6563, lot# 544130a. Tmj system left standard titanium mandibular component 55mm / 12 hole, part# 24-6556ti, lot# 570990a. Tmj system right standard titanium mandibular component 50mm / 9 hole, part# 24-6550ti, lot# 440040b. Tmj system right fossa component, small, part# 24-6562, lot# 398370b. Unknown screws, part# ni, lot# ni.

Event description:
It was reported the patient underwent a revision to replace bilateral temporomandibular joint implants due to unknown reason. The original devices were implanted at different dates between four (4) and seven (7) years ago. Attempts have been made and no further information has been provided.